Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately compared to a laboratory device. The reporter was unable to provide readings for either the subject meter or laboratory device. The tests were performed within an unknown time of each other. This complaint is being reported because the results may not have met lifescan's ccuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.